Manufacturer narrative:
Continuation of medical devices: product ID 8835, serial# (B)(4), product type programmer, patient. Information references the main component of the system. Other relevant device(s) are: product ID: 8835, serial/lot #: (B)(4), ubd: , UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving dilaudid 30 mg/ml; 5.097 mg/day, clonidine 35 mcg/ml;.947 mcg/day and fentanyl 300 mcg/ml; 50.97 mcg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the patient experienced sudden change in therapy with intermittent withdrawals. In (B)(6) the personal therapy manager (ptm) was programmed incorrectly and the patient had an overdose. The ptm settings were corrected on (B)(6). The patient then started having withdrawal symptoms for a period of time and was taking methadone to offset the withdrawal. It took one month to offset the withdrawal after having the ptm delivering a higher dose. The patient went off of the methadone, but he was taking it again now due to having withdrawal symptoms that started one week ago. The logs were checked and were normal. The reporter was not notified of any discrepancy in volume. No further complications were reported.